Event description:
Customer reportedly obtained results of 126 mg/dl, 117 mg/dl, and 32 mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested of suspect system and replacement was sent.